Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, when the stomach was stapled, the staples had poor form and some staples that were loose and did not attach to the tissue fell into the cavity. It was also noted that the staple line was closed, but it seems it may not be complete. The issue led to lesions on soft parts of the stomach. The issue occurred in two reloads. The surgeon was able retrieved some of the loose staples while some of the loose staples remained in the patient's cavity. Afterwards, the procedure was continued as planned; the staple line was neither sutured nor re-stapled. It was noted that the patient had an elevated crp (c-reactive protein) which is nicely falling and experienced pain when swallowing. Laparoscope was then performed and no visible hole in the ventricle was observed. The patient has felt significantly better.

Manufacturer narrative:
D10: concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot#: n2c0242y. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two images of staple lines, staples could be seen messing from the staple line. Fully formed and partially formed staples could be seen in the cavity. It was reported that the staples did not form as expected and staples were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two images of staple lines. Staples could be seen messing from the staple line. Fully formed and partially formed staples could be seen in the cavity. It was reported that the staples had poor form and some staples that were loose and did not attach to the tissue fell into the cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, when the stomach was stapled, the staples had poor form and some staples that were loose and did not attach to the tissue fell into the cavity. It was also noted that the staple line was closed and all staple nails were deployed. The issue led to lesions on soft parts of the stomach. The issue occurred in two reloads. The surgeon was able retrieved some of the loose staples while some of the loose staples remained in the patient's cavity. Afterwards, the procedure was continued as planned; the staple line was neither sutured nor re-stapled. It was noted that the patient had an elevated crp (c-reactive protein) which is nicely falling and experienced pain when swallowing. Laparoscope was then performed and no visible hole in the ventricle was observed. The patient has felt significantly better.